Event description:
As reported by the user facility: "the issue is that it has an unknown particle in the chamber that is not something that is a part of a sterile tube."

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.